Event description:
This pt was being ventilated by this unit in a hyperbaric chamber set at approximately 2 atmospheres when she developed respiratory acidosis. This was due to a volume delivery of 400ml when this unit was set to deliver 850ml.